Event description:
In 2009, boston scientific corporation was informed that during a colonoscopy, the resolution clip device clip was placed around the tissue. The clip was deployed, but failed to release from the sheath. When the sheath was removed, the clip detached from the tissue and fell inside the patient. The clip was not retrieved. The procedure was completed with another resolution clip device without any patient complications. Patient is reported to be "fine".